Manufacturer narrative:
(B)(4). We are currently endeavouring to obtain further information with regard to this complaint. We will provide a follow-up report upon completion of our investigation.

Manufacturer narrative:
(B)(4). Method: the complaint device is no longer expected to be returned for evaluation. Our analysis is accordingly based on the event description and our knowledge of the product. Results: without a complaint device we are unable to determine what caused the problem observed by the customer. A lot check revealed no other complaints of this nature for this lot number. Conclusion: without a complaint device we are unable to determine the root cause, however it is likely to be the use of an incompatible cleaning solution reacting with the (B)(4) plastic of the infant warmer. It is possible for residues of cleaning solution to contribute to a weakening of the plastic over time. The complaint infant warmer is approximately 6 years old. The infant warmer service manual for the affected units features a diagram of the infant warmer which highlights (B)(4) components and states the following: caution do not clean the highlighted plastic surfaces with proprietary cleaning products containing either hydroxides, hypochlorites, peroxides, gluteraldehyde or cleaning products with a greater than 30% alcohol base; caution the chemicals used in these proprietary cleaning products may lead to discolouration, crazing and eventual cracking of the highlighted plastic surfaces. As part of continuous improvement, we have since revised our cleaning instructions to recommend specific proprietary cleaning wipes.

Event description:
A hospital in (B)(6) reported that an iw934 cosycot infant warmer had a "cracked heater assembly". No patient consequence was reported.

Event description:
A hospital in (B)(6) reported that an iw934 cosycot infant warmer had a "cracked heater assembly."no patient consequence was reported.